Manufacturer narrative:
Device evaluation of monitor sn (B)(4) and electrode belt sn (B)(4) has been completed. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Manufacture dates: monitor 2/5/2020, belt 7/17/2018.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2020 while wearing the lifevest. It was reported that the patient was in the hospital at the time of passing. Review of the patient's download data revealed that prior to passing, the patient received three appropriate treatments from the lifevest. At 9:12:59 am, the patient received the first treatment. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vt at 170 bpm with motion artifact. At 9:15:38 am, the patient received the second treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vt at 170 bpm. At 9:16:36, the patient received the third treatment from the lifevest. The patient's rhythm at the time of the treatment was vf, and the post-shock rhythm was vt at 120 bpm, which was under the patient's physician prescribed treatment threshold of 150 bpm. The patient remained in vt at 120 bpm until the electrode belt was disconnected at 9:17:00 am. It was reported that the device was removed by hospital staff.